Event description:
Incident described in letter as "pt was on dobutamine per the cadd/deltec pump. Because her cassette was not on the pump correctly, she did not receive her medicine which was imperative for the function of her heart. Pt ended up back in the ICU and almost died."